Manufacturer narrative:
This event occurred in (B)(6). Medwatch field age at time of the event was also provided as (B)(6) years and (B)(6) years. A clarification has been requested.

Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for free triiodothyronine (ft3) and free thyroxine (ft4). This medwatch will cover ft4. Please refer to the medwatch with \ patient identifier (B)(6) for information related to ft3. The first sample, dated (B)(6) 2015, was initially tested for ft3 and ft4 on an e602 analyzer. The initial results from the e602 analyzer were reported outside of the laboratory. The sample was repeated at the customer site using the fujirebio lumipulse test method. The second sample, dated (B)(6) 2016, was initially tested for ft3 and ft4 on an e602 analyzer. The initial results from the e602 analyzer were reported outside of the laboratory. The sample was provided for investigations, where it was tested for ft3 and ft4 on a modular-pe analyzer and an e411 analyzer on (B)(6) 2016. Please refer to the attachment for all sample data. The patient was not adversely affected. The e602 analyzer serial number used at the customer site was asked for, but not provided. The modular-pe analyzer used for the investigation was serial number (B)(4). Ft4 reagent lot number 184927, with an expiration date of march 2016 was used on this analyzer. The e411 analyzer used for the investigation was serial number (B)(4). Ft4 reagent lot number 188371, with an expiration date of september 2016 was used on this analyzer.

Manufacturer narrative:
Samples from the patient were provided for investigation. Investigations performed with one of these samples determined the presence of an interfering factor to the streptavidin present in the ft3 and ft4 reagents. This limitation is covered in product labeling.

Manufacturer narrative:
Age at time of event has been updated.